Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral head cat#ni lot#ni, unknown glenoid cat#ni lot#n. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01378. 0001825034-2022-01379.

Event description:
It was reported that a patient underwent a revision procedure due to pain, limited function and rotator cuff failure. During the revision, scar tissue was noted, the stem was well fixed, and the head and glenoid were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.